Event description:
During ptca, extraction artherectomy and stent implantation a stent which had been hand crimped onto a 3.0 balloon catheter for delivery into lesion site allegedly embolized systemically. The stent reportedly was not implanted at the lesion site and not withdrawn with the catheter used during the procedure. The stent was not visualized under fluoroscopy. No treatment was required per physician.